Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and helix damage due to the possibility of it was extended while advancing the lead in the patient's body. The rv lead was removed and replaced. The patient had no adverse consequences.